Event description:
(B)(4). It was reported that post a coronary stenting treatment procedure, the patient expired. The target lesion being treated was located in the bifurcated left main coronary artery (lmca). The lesion was 70% stenosed, 3.5mm in diameter and 6mm long. The lesion was treated with direct placement of a 3.5x16mm ion stent. Post dilation was performed. Residual stenosis was 0%. In (B)(6) 2012, the patient experienced congestive heart failure and reportedly died the same day.

Manufacturer narrative:
Device is a combination product. Patient identifier : (B)(6). Device evaluated by manufacturer : it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).